Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber. The patient has alleged to experiencing headaches. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing headaches and allegedly states particles in the airway. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure (B)(6). The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil verified the device provides airflow using a known good power supply. Care orchestrator data was unavailable. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 2932.0 hours with 0 blower hours and 0 therapy hours logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.